Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received additional information alleging that the patient has lung's disease . The medical intervention was not specified. Section g3,h2,h6 are updated in this report.